Event description:
The procedure related to the event was enteroscopic with no delay. The fault was found during reprocessing and no other equipment was involved.

Manufacturer narrative:
H10: per the customer¿s response, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of yellow foreign material clogging the k-mount could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During the device evaluation, it was determined that multiple yellow foreign material was blocked at the insertion section mount. Foreign material was removed after disassembling the control section. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, there was foreign material clogging inside channel tube. The event was found during maintenance and had no patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: multiple yellow foreign material was blocked at insertion section mount. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.